Event description:
It was reported that during an unknown procedure, the spring does not spring back. Procedure completed with same/like device. There was no adverse consequence to the patient reported .

Manufacturer narrative:
(B)(4). Additional information: undetermined cause of rub between the stylet and needle based. Upon the visual and functional examination, it was concluded that the device has a slight rub between the stylet and needle that prevented full return. The cause of the interference is undetermined; disassembly of the device identified no bends or burrs.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.